Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced and extra-cardiac stimulation near their implantable pulse generator (ipg) pocket. The right ventricular (rv) lead was capped and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.